Event description:
Endostitch needle became dislodged from instrument during suturing while surgeon was performing a cystotomy. The removal of the needle was not possible because it became buried in pt's tissue. Pt aware of the occurrence.